Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 3888-56, lot # va05tdk, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va05tdk, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # v884587, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot # v742234, implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but hadn¿t sought further help. The patient hadn¿t seen their manufacturer¿s representative (rep) since a week after their second surgery.

Event description:
It was reported the patient had a dorsal column stimulator in her right hip with leads in her spinal column and leads under her skin and across her lower back. The patient fell last november and ¿they found out in (B)(6) that it broke the screws in her fusion.¿ the patient reportedly fell flat on her back on ceramic tile. Nobody took any x-rays or ¿anything.¿ the pain specialist nurse ¿fiddled¿ with it and modified it a little, so it didn¿t feel like it was stabbing her. In (B)(6), the patient fell on her hip, had an x-ray, and they saw ¿both of the screws in her fusion were broken (and rod).¿ since (B)(6), it had been getting steadily worse. It felt like she could feel the leads under her skin if she would run her hands across her back. It felt like one of the screws was trying to work its way out, and was painful. The patient was on her way to the hospital the time of this report and it felt like her stimulator was ¿stabbing her.¿ the patient didn¿t have health insurance and didn¿t feel like paying (B)(4) for surgery. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.